Event description:
It was reported that the aortic valve was explanted after an implant duration of approximately 4 years. Based on the follow-up with the health-care provider (hcp) the explant was due to paravalvular leak, dehiscence and endocarditis ("healed"). Per the operative report indication, the patient had undergone two previous procedures. The first was a homograft replacement of his aortic valve, closure of an asd, closure of a right coronary fistula. This was a result of acute endocarditis. He did well for approx 15 years and then had deterioration of his homograft. He underwent replacement of his native aortic valve inside the homograft approx 10 years later. Unfortunately, he developed endocarditis again 2 years after that. This was treated medically and sterilized. Intraoperatively, the valve was about a third of the way dehisced, but it did not appear to be septic. There were two dilatations, probably jet lesions from his endocarditis. When the valve was removed, there was pretty decent tissue to sew to, really no calcium. The valve was replaced with a 25 mm edwards pericardial valve successfully. The patient was weaned off bypass.

Manufacturer narrative:
The subject device is similar to model number 2800 (carpentier-edwards perimount rsr pericardial bioprosthesis). (B)(4). Unfortunately, the subject device was not returned for evaluation, therefore, the reported events cannot be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, the dehiscence and paravalvular leak may be attributed to the endocarditis (healed) experienced by the patient 2 years after the re-implant which was treated medically and sterilized. No further actions are possible with the available information.